Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was 236 mg/dl at the time of the incident. The customer reported sensor error alarm and when pulled out the wire was broken off. The customer did troubleshoot the issue. The customer was advised the sensor will be replaced. The sensor will be returned for analysis.